Event description:
It was reported that: "the peg drill didn't fit into the rm/ll femoral drill guide. Dr (B)(6). Used the 1-2 peg drill, removed rm/ll drill guide, put 1-2 drill in prepared hole to measure depth. Then drilled with the 3-6 drill. Outcome ok."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.